Event description:
Anemia. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 1995 - 2009. Diagnosis or reason for use: denture cream. Event abated after use stopped or dose reduced: no.